Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer found that medications were stacked on top of each other, causing a jam. Inspected and cleared the error. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had a drawer failure. The customer stated that the malfunction occurred when the user was trying to issue medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.